Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. Lens explant planned. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) is planned to be explanted and replaced with a zmb00 iol to improve patient's near vision. No further information was provided.

Manufacturer narrative:
Additional information: additional information was received confirming that the explant occurred on (B)(6) 2016. Additionally, it was learned that the explant was attributed to lens mechanical complications; however, no specific details were provided. No further information was available. If explanted, give date: (B)(6) 2016. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 02/6/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and it can be seen that a haptic was missing. The damage is not product related. Visual inspection of the return sample shows the product is damaged and incomplete, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.